Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: one safetyglide needle assembly inside an opened blister pack from batch 0252792 (p/n 305916) was received and evaluated. It was observed there was multiple black embedded foreign matter particles present in the top and middle of the hub. The particles appeared to be burnt plastic, which is acceptable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter cotnamination. The following information was provided by the initial reporter: material no.: ns305916 batch no.: 0252792. Black debris on inside of needle hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle sftygld 25x1 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: (B)(4), batch no.: 0252792. Black debris on inside of needle hub.